Event description:
Procedure: laparo hepatectomy. Reportedly, after sealing and cutting of the tissue were completed, the jaws of device would not open. The surgeon cut the tissue around the jaws and removed the device together with the tissue. No bleeding and no patient injury were reported.